Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the inserts which were implanted for both knees and replaced 12 years after implanted. Soft tissue loosening was confirmed, so they (8mm) were changed to 15mm inserts. Number 3 was right side, and #5 was left side. The surgeon requests us to conduct the abrasion measurement. The amount of the abrasion is proper or not proper.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding instability involving a scorpio superflex cr tibial was reported. The event was not confirmed. A material analysis indicated asymmetrical wear which may indicate misalignment or instability. There was no evidence of manufacturing or material defects on the returned ultra-high molecular weight polyethylene tibial inserts. The exact cause of the event could not be determined because of a lack of information. While the material analysis report identified asymmetrical wear which may indicate misalignment or instability further information is needed to determine the root cause of the instability. Further information such as patient medical records and x-rays are needed to complete the investigation for determining the root cause of the reported instability.

Event description:
It was reported that the inserts which were implanted for both knees and replaced 12 years after implanted. Soft tissue loosening was confirmed, so they (8mm) were changed to 15mm inserts. #3 was right side, and #5 was left side. The surgeon requests us to conduct the abrasion measurement. The amount of the abrasion is proper or not proper.